Event description:
It was reported that a hole was observed on the balloon upon insertion through the trocar. The surgeon held the string to pass the band through the trocar. The string snapped and the band got lodged in the trocar. Surgeon used a grasper to remove the band from the trocar; this was performed blind and may have caused damage to balloon. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Hole on one side. Evaluation summary: the device was returned with a visible hole on one side of the balloon, 6.56 mm size of diameter. A leak test was performed with unsuccessful results. Damaged to the balloon mostly occurred during implant. A 100% of the devices are leak tested prior to release. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.